Manufacturer narrative:
Ventec provided the reporter with technical assistance and has offered to provide additional clinical training for their staff. The device has not been returned to ventec for evaluation. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the device was providing low fio2 (fraction of inspired oxygen) readings. The reporter advised ventec that the device was only achieving ~76% fio2 when 100% is set. The reporter advised that a patient desaturated as a result of the lower than expected fio2. The patient, who was intubated and diagnosed with acute respiratory distress syndrome (ards), was then removed from the vocsn and placed on another ventilator for care. The patient stabilized and no further issues or complications were reported. Ventec attempted to reach out to the reporter in order to get additional information about the patient and the event; however, no response has been received. The initial reporter did not provide the device's serial number. As a result, (model number, catalog number, serial number and UDI number) are "unknown", and (device manufacturing date) shall be left blank.

Manufacturer narrative:
Ventec provided the reporter with technical assistance and has offered to provide additional clinical training for their staff. The device has not been returned to ventec for evaluation. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the device was providing low fio2 (fraction of inspired oxygen) readings. The reporter advised ventec that the device was only achieving ~76% fio2 when 100% is set. The reporter advised that a patient desaturated as a result of the lower than expected fio2. The patient, who was intubated and diagnosed with acute respiratory distress syndrome (ards), was then removed from the vocsn and placed on another ventilator for care. The patient stabilized and no further issues or complications were reported. Ventec attempted to reach out to the reporter in order to get additional information about the patient and the event; however, no response has been received. The initial reporter did not provide the device's serial number. As a result, (model number, catalog number, serial number and UDI number) are "unknown", and (device manufacturing date) shall be left blank.

Manufacturer narrative:
H6: the reporter responded to ventec's requests for additional information and advised that they do not remember the patient event or which vocsn device was involved in the event. They reiterated that there was no harm to the patient because a backup ventilator was available and the patient was placed on the backup ventilator for care. No further information about the patient or the event can or will be provided.